Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: (B)(4)-user's test strip had poor storage (kitchen) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4)2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results..the product is not stored by customer according to specification in the kitchen the test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is approximately 2 weeks ago. The meter memory was reviewed for previous test result history. A 411mg/dl (B)(6)2017 10:19 am fasting: yes. A 420mg/dl (B)(6)2017 08:09 pm fasting: yes. A 412mg/dl (B)(6)2017 08:03 pm fasting: yes. A 474mg/dl (B)(6)2017 09:11 am fasting: yes. A 499mg/dl (B)(6)2017 07:44 am fasting: yes. Customer called regarding results that she is getting from her meter.